Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained damage to the display after being dropped, with the screen appearing delaminated; the user transitioned to backup therapy and blood glucose was reportedly not impacted, and a replacement device was provided. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued diabetes management on backup therapy until the replacement was in use. Investigation included customer-service follow-up, request for return of the damaged device for assessment, and verification that therapy and glucose control were stable. Investigation of this case revealed physical damage consistent with user-reported drop impact affecting the screen component, consistent with a hardware display failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to dropping the device.